Event description:
According to the reporter, following an open colotomy take down procedure, wherein a circular device was used to connect remnant of the bowel to the rectal stump via side to side anastomosis, the patient had anastomotic leakage. The patient underwent another surgery wherein the leak was confirmed and wherein an ostomy was created. After the leakage was found the patient decompensated and expired shortly after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following an open colotomy take down procedure, wherein two open staplers were used to connect remnant of the bowel to the rectal stump via side to side anastomosis, the patient had anastomotic leakage. The patient underwent another surgery wherein the leak was confirmed and an ostomy was then created. After the leakage was found the patient decompensated and expired shortly after.

Manufacturer narrative:
D10 concomitant product: unknown ta, unknown ta, (lot #unknown) additional information: b5, d1, d2, d4 (model #, catalog #, removed UDI), d10, g3, removed g4 (510k #), h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following an open colotomy take down procedure, wherein a circular device was used to connect remnant of the bowel to the rectal stump, the patient had anastomotic leakage. The patient underwent another surgery wherein ostomy was created. The adverse event led to the patient's death.